Event description:
It was reported that customer experienced cgm error and was unable to continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error did not recur, and successfully started new sensor session.